Event description:
After treatment with zyplast the patient developed abscesses at the oral commissure treatment sites. The physician prescribed oral keflex, oral medrol dose park and warm compresses.